Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on lvas support with no further issues reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with a right cerebral bleed. The patient presented with no neurological deficits however reported of severe sustained headache. The bleed was found to be 1 cm in size located in the right superior subarachnoid frontal lobe area. At the time of the event, the patient¿s inr was 1.9 and was on daily 81 mg aspirin. On (B)(6) 2017, the patient reported to have confusion with no other neurological deficits. A CT was ordered and results reported finding a new left sided subarachnoid cerebral bleed. The patient was on a low dose heparin drip and no aspirin. The patient was continued on daily 81 mg aspirin and their inr goal was lowered. No further medical intervention was needed as the patient¿s confusion cleared and patient was discharged home on (B)(6) 2017 with no neurological deficits. No additional information provided.